Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for analysis as it was disposed of at the user facility. Procedural or post procedural images were not provided; therefore, the alleged event cannot be confirmed. If the product, additional images, or information is received at a later date, the invesitgation will be reopened and a supplemental report will be submitted. The instructions for use identifies intracerebral/intracranial hemorrhage and vessel dissection as potential complications associated with use of the device.

Event description:
It was reported that the scepter mini balloon was used during treatment of an avm. The balloon was inflated in the associated feeder and dmso was injected without fluoroscopy for radiation protection reasons, and then onyx was injected. Angiography showed the balloon was three times larger than the vessel diameter. The patient experienced intracranial bleeding and an extravasate was placed. The patient is in intensive care.